Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. On (B)(6) 2017: during follow up with tandem technical services, the customer reported that their blood glucose level was 113 mg/dl within target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went through the fill tubing process while attached to the site. The customer's blood glucose (bg) level was 300 mg/dl at the time of the reported event. The customer delivered a correction bolus to address the high bg level. During follow up with tandem technical services, the customer reported consuming ice cream to correct the prior inadvertent insulin delivery.